Manufacturer narrative:
Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -9.0 diopter, in his right eye (od) on (B)(6) 2015. The patient reported the surgery went well but at one day post-op, he couldn't see out of his eye, he had trouble focusing and it was like looking through a white sheet of paper. He went in for a follow-up visit that same day and it was noted the peripheral iridotomies were not open and the pressure was up. The peripheral iridotomies were opened and the patient was sent home. On (B)(6) 2015 the patient had the same problem and his vision was blurry. He went back to his doctor and the doctor decided to explant the lens that same day. He was still having problems with his eye and his doctor gave him drops. The facility reported the lens was explanted due to persistent angle closure.

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause incorrect dimensions of the implanted lens. Physician report does not indicate that any adverse event or condition would have caused incorrect sizing of the lens resulting in elevated iop and persistent angle closure. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - angle closure following piol implantation is a rare complication. Staar recommends prevention by performing two laser peripheral iridotomies before surgery, and in this case, the pis had been performed but they were not open. Even after the pis were opened up with yag laser, iop rose again. One possible mechanism is initial pupil block due to pupil-piol contact that remained because synechiae developed. Another possible mechanism is ciliolenticular block, but there are no ubm or oct reports to determine the cause of persistent angle closure. Based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).